Manufacturer narrative:
H3: one device was received. The customer reported complaint was able to be verified through functional testing during the remote dose test. The lemo connector was replaced and the unit passed the test. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dose port was not responding. The event occurred during testing. No patient involvement reported.